Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis the returned device was visually inspected and was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality was tested on the carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed; no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/21/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Soundstar catheter, model # m-5723-16, lot number unknown. Lasso catheter, model # d-1220-79-s, lot # 17466945l. Webster cs catheter, model # d-1353-04-s, lot number unknown. Merit heartspan transseptal needle, model # fnd-019-01, lot number unknown. 8.5 fr mullins st. Jude fast cath, model # 407463, lot number unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 500cc. Patient was reported to be in stable condition. Patient required extended hospitalization for observation as a result of this adverse event. Patient outcome is fully recovered with no residual effects. Factors that may have contributed to the adverse event include a baseline international normalized ratio (inr) of 2.4 on warfarin. Physician's opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that although the tamponade was noticed during ablation phase, they cannot rule out transseptal puncture as the cause of the injury. Transseptal puncture was performed with a merit medical systems heartspan transseptal needle (fnd-019-01). Sheath used was a st. Jude medical mullins fast cath 8.5 fr ((B)(4)). Generator parameters at the time of injury: power control mode at 50 watts, temperature average 32 degrees celsius (cut-off 50), average impedance 150 ohms. Total ablation time for procedure was 22 minutes and 9 seconds. Exact site of injury is unknown. Irrigated catheter flow setting was 30ml/min. Patient received anticoagulants during the procedure with activated clotting times maintained between 350-400 seconds. Spi value was 0.0. Lasso catheter was in the same chamber as the smarttouch catheter and was occasionally in close proximity. No spi warning was observed. Catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto indicated to re-zero the catheter twice. There were no error messages observed on any biosense webster equipment during the procedure.